Manufacturer narrative:
Final analysis of the pump found pump overinfusion with an undetermined root cause. Pump memory logs didn't reveal anything unusual. The pump was at minimum rate when returned. Dispense accuracy testing failed and displayed over infusion. The pump was prepared for further infusion testing. While preparing the pump, the pump was warmed to body temp and filled with 37 ml of swfi. The analysis lab noted that even though the pump was set to minimum rate there was fluid dripping out the outlet port. Infusion testing also failed and displayed an over infusion graph. A stop pump test was performed to see if a leak could be detected and recorded, like the dispense and infusion graphing. The stop pump tests were inconclusive. The x-rays taken after each stop pump test revealed what looks like an extreme bend in the pump tube at the outlet end. The over-infusion/overdose complaint confirmed in the analysis lab. There has been an investigation opened for over infusion for sii pumps. It has been decided that more non-destructive testing is needed to help find a root cause. The plan was to define what additional tests need to be performed before destructive analysis is done. Once the further testing has been defined and performed, and then followed by destructive analysis, further analysis results will be provided and reported.

Event description:
It was reported that after the pump was refilled on (B)(6) 2013, the patient was hospitalized in the intensive care unit (ICU) on (B)(6) 2013. It was noted that all the patient's laboratory results came back normal, so the pump logs were checked and were noted to be normal; however, the expected residual volume (erv) was 38 ml, and the actual residual volume (arv) was 32 ml. The patient was still in the hospital and the physician wanted to replace the pump. The pump system was being used to deliver baclofen. It was later reported that the reason the patient had been hospitalized was due to the patient appeared to have had an overdose. In addition, there was a confirmed motor stall noted in the event logs on (B)(6) 2013 at 17:48, and a motor stall recovery on (B)(6) 2013 at 18:41. The pump was subsequently replaced. It was later reported that the patient had a magnetic resonance imaging (MRI) study on (B)(6) 2013 that correlated with the time of the motor stall. The stall recovered within 1 hour of the MRI. It was later reported that it was believed the pump delivered too much. It was later reported that the pump was being used to deliver gablofen and clonidine. The cause of the event was reported as a pump malfunction; that the pump delivered a life threatening overdose. There were MRI/x-ray dates noted on (B)(4) 2013 and the results were stated as: no issues identified related to altered mental status. The dose was decreased on (B)(6) 2013 which did not help. The patient symptoms included altered mental status, hypotension, severe central nervous system (cns) depression requiring intubation, and the ICU admission that was previously noted. The patient outcome was reported as serious life threatening injury/illness-recovered with sequelae.

Manufacturer narrative:
Product ID 8731, serial # unknown, implanted: (B)(6) 2008, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
This event was also reported under manufacturer report # 3007566237-2013-01675 [it was reported that on the date of the event the patient had a routine pump refill without any changes programmed. The procedure was done by the most experienced personnel in the clinic without problems. The following day the patient was admitted to the emergency department with altered mental status and hypotension. The patient was reportedly nearly comatose and required intubation. No seizure activity was observed. It was reported urine drug monitoring was negative, there were no signs or symptoms of infection, head CT was negative and all blood work was negative. The pump was immediately interrogated, but no errors/events were noted. The daily dose was decreased by sixty five percent. The patient then improved enough to be extubated later but remained extremely somnolent and drowsy. The patient had a profound decrease in muscle tone and the pump was reprogrammed to an even lower daily dose of 80 mcg per day. An MRI of the head and brainstem was positive with findings consistent with multiple sclerosis, which were not new. The pump was finally emptied and was found to have 6 milliliters less in the reservoir than what was indicated in the interrogated settings. The pump was promptly replaced. The patient remained intubated overnight. The patient was then successfully extubated and had marked improvement in her mental status. The device system had been used to deliver baclofen and clonidine.]. Any additional information received will be reported under this manufacturer report number (#3004209178-2013-07348).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported that per the hcp no lasting effects for the patient. The patient was fully recovered from the event.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that there was an over infusion case with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.